Manufacturer narrative:
Additional manufacuring narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
The customer reported sensor off, sometimes the led do not work; while monitoring spo2, sometimes the value decrease to 20-30 percentage, this situation will disappear after reconnect. No patient impact or consequence reported.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor failed continuity testing due to an open in the cable on the green conductor at the sensor end. When tested with a known good lab radical-7 touchscreen a "sensor off" error message was displayed.